Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the basal delivery totals in total daily dose matched the active basal program total or were as expected. The basal history matched the active basal program settings. The bolus totals matched, but the extra bolus records were missing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-jan-2018 with the following findings: a review of the pump¿s bolus history showed two boluses that were cancelled by the pump. The black box history for the event date was not available due to continued pump use. The pump successfully completed the 24 hour duration test without issue, which was accurately recorded in the pump history. The keypad buttons were tested and all found to be appropriately responsive. A manual 10 unit bolus was performed successfully and accurately recorded in the pump history. A 10 unit bolus was successfully performed via the audio bolus button and accurately recorded in the pump history. The original complaint of a history/settings issue was unable to be duplicated during testing and unable to be fully investigated because the black box history had been overwritten.